Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 660 mg/dl associated with an alleged inaccurate delivery issue. Reportedly, it is unknown whether or not the patient discontinued pump therapy. The patient was treated at the hospital with insulin via injection. The patient claimed that the pump was delivering insulin at the wrong times. The nurse was unable to troubleshoot. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized due to the patient experiencing a hyperglycemia event due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings:. During investigation, there was an error 144 replace cartridge alarm recorded on (B)(6)2018 at 16:07pm. Deliveries were not resumed (end of use). There were no delivery malfunctions or pump defects found. According to the pump the total daily dose basal history totals for (B)(6)18, (B)(6)18, (B)(6)18, and (B)(6)18 appear to be inaccurate due to user intervention such as manual suspends, cartridge change. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.